Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the stent became deformed during delivery. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 7x120x130 eluvia drug-eluting vascular stent system was selected for procedure in the sfa. During the procedure the stent was advanced contralaterally over a 0.014 jupiter fc guidewire inside a non-bsc 6 fr sheath. The target lesion was treated with pre-dilation with mustang balloon catheter. Following post dilation, residual stenosis was 75%. During delivery, the stent got trapped in the calcification and the tip got deformed. The device was removed from the patient and the procedure was successfully completed with another eluvia device. There were no patient complications reported and the patient's status was good post procedure.